Event description:
It was reported that the bd luer-lok syringe stopper was defective/damaged. The following information was provided by the initial reporter: "per md, the black stopper is not level which resulted in drug leakage within the syringe barrel. Please see attached picture. " item: syringe luer-lok tip 5ml grad manufacturer catalog #: 309646, lot #: unknown, quantity of defective product: 1 each (the md did not save the actual defective product). Therefore, there will be no item to return (for investigation). Please provide us with the investigation result report (once it¿s available). Additional information provided on 01/19/2024: 1. Any adverse event or serious injury reported to patient or healthcare professional? Not reported by clinical department, 2. Was there a delay of, or change in, the course of treatment due to the event? Not reported by clinical department, 3. Any sample or photo available for investigation? Yes, already submitted the photo. Please refer to the original email. Md already discarded the actual defective product. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? N/a, 5. How was treatment completed for customer? N/a, 6. Patient status? Nla, 7. Any picture of this complaint yes, already submitted the photo. Please refer to the original email, 8.please explain elaborate issue? Please refer to the original email, 9. Date of event? 1/9/2023, 10.physical available/not available? Md already discarded the defective product 12. Customer address? (B)(6), 13.lot number unknown. Md already discarded the defective product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo of a 5ml luer-lok syringe was received and evaluated. The photo shows a loose syringe with an unknown syringe attached with the stopper insecure to the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper insecure defect is associated with the assembly process. A device history record review could not be completed as the lot number is unknown.

Event description:
Material#: 309646, batch#: unknown. It was reported by customer that per md, the black stopper is not level which resulted in drug leakage within the syringe barrel. Please see attached picture. Verbatim: rcc received a complaint via email. By way of this email, we would like to file the following product complaint: item: syringe luer-lok tip 5ml grad. Manufacturer catalog #: 309646. Lot #: unknown. Quantity of defective product: 1 each (the md did not save the actual defective product). Therefore, there will be no item to return (for investigation). Issues: defective ¿ per md, the black stopper is not level which resulted in drug leakage within the syringe barrel. Please see attached picture. ¿ please provide us with the investigation result report (once it¿s available).